Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient was being zapped. They are feeling a shocking feeling horizontal across their back when using their stimulator for a week. The rep would be meeting with the patient next week for a reprogramming. The rep told the patient to try a different program in the meantime. The issue was not resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient had a follow up appointment at their doctor's office to follow up on the daily intermittent shocking. There was no indication what the cause of the issue was. The patient noted that when the sensations occur they shoot across their back and they didn't occur where the lead was- it was higher up in their back. Impedances were checked and all continued to be normal. The doctor ordered the patient to have x-rays and scheduled on appointment for (B)(6) 2019. On (B)(6) 2019 the representative met with the patient regarding the shocking sensation which occurred across their back, from the ins pocket site on the right flank and to the left flank. The patient normally had stimulation in their left foot. The x-rays didn't show anything and impedances again were in the normal range. It was noted that adaptive stimulation was not enabled. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer via a manufacture representative reiterated that the patient was feeling intermittent shocks and that they did not know the cause. The rep met with the patient for reprogramming and noticed that there was an invalid impedance reading on contact 0. The rep noted that the stimulation was working well for the patient despite the shocking. The rep alerted the patient's managing physician about this issue and follow-up was to be conducted with them no further complications were reported.